Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that just over two months after the implantable cardioverter defibrillator (ICD) was implanted, a small opening of the incision was noted. It was suspected that the pocket had been made too small. No sign of infection; however, physician opted to replace the device after the pocket was enlarged. No further patient complications have been reported as a result of this event.